Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level, motor error as well no delivery alarm. Customer¿s blood glucose level was 444 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer stated that the drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that they performed displacement test and the test results was passed got no reservoir. Customer stated that the motor error alarm did not reoccurred. Troubleshooting was declined for high blood glucose level and troubleshooting was performed for motor error alarm. The device will not be returned for analysis.